Event description:
It was reported that while working with autistic children the patient was punched at the implantable neurostimulator (ins) site. Since then the patient had noticed a return of facial pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3986a, lot #n115902n01, implanted: (B)(6) 2008, explanted: na; lead: model 3986a, lot# n158920, implanted: (B)(6) 2008, explanted: na; extension: model 370860, (B)(4), implanted: (B)(6) 2008, explanted: na; extension: model 3708360, (B)(4), implanted: (B)(6) 2008, explanted: na; programmer: model 37743, (B)(4); recharger: model 37752, (B)(4).